Event description:
A 35mm vascular linear cutter stapler was used during a surgical procedure. The linear cutter stapler misfired. There was bleeding from the mesenteric vessels that was controlled with the placement of 10mm clips. After the appendix was removed, a second linear cutter stapler was used and fired without issue. At this point the mesentery was examined and no bleeding was seen. The appendectomy bed was examined and photographed at the end of the case. There was no bleeding noted. The patient returned to the or later that day for evacuation of a hematoma and cauterization of the mesenteric bleeding.